Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 16 days post-implant, it was reported that the patient experienced a low speed alarm and went into the hospital for a follow up. The patient¿s event history was reviewed and indicated a pump stoppage and low speed operation alarm. An x-ray was performed and the patient¿s system controller and patient cable were exchanged. The patient will remain admitted for further evaluation.

Manufacturer narrative:
Approximate age of the device is 16 days. The system controller and patient cable were returned to the manufacturer for evaluation and are currently being analyzed. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Evaluation of the log file downloaded from the returned system controller confirmed the report of pump stoppage and low speed operation. The log file contained 157 events over approximately 17 days from (B)(6) 2014, per the time stamp. On (B)(6) 2014 at 16:51, there were two low speed hazard alarms and a momentary pump stoppage occurred. The power was elevated up to 24.5 watts prior to the pump stoppage event. The driveline disconnected alarm was not active during the pump stop, indicating that the driveline was connected to the system controller at the time. On (B)(6) 2014 at 0:39, another intermittent low speed hazard alarm occurred with the pump speed recorded at 2510 rpms and the power elevated up to 20.1 watts. The associated voltage levels recorded in the log file indicated that the event occurred when the system controller was connected to a power module. Full functional testing of the returned system controller was performed using laboratory equipment. No pump stoppage or low speed operation alarms occurred during testing. The system controller functioned as intended during analysis and the events observed in the log file could not be correlated to an issue with the system controller. A review of the device history record revealed the device met applicable specifications. Additionally, the power module 14 volt patient cable (patient cable) was also received for evaluation. Full functional testing of the returned patient cable was performed using laboratory equipment and no atypical alarms were reproduced during the testing. The patient cable functioned as intended during the analysis. Although the log file confirmed the report of pump stoppage and low speed operation, and also revealed elevated pump power, the returned system controller and patient cable could not be correlated to these alarms conditions as both devices were found to function as intended during the analysis. The patient remains on-going on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.